Event description:
Upon further query the following information was provided: the catheter was inserted in the or prior to the pt undergoing open-heart surgery. At an unspecified time following surgery, the md attempted to remove the catheter using gentle standard traction. However, the catheter was stuck & could not be removed. The md decided to take the pt back to surgery for re-exploration & catheter removal. During surgery, it was discovered that the catheter had been sutured to the pt's right atrium with a "repair stitch which had been placed near the insertion site of the inferior vena cava". Following removal of the suture, the catheter "moved freely and was removed in its entirety intact" inflation of the balloon demonstrated that the balloon inflated normally". "The repair stitch was replaced with a pericardial pledgeted stitch & hemostasis was obtained". It was reported that the add'l surgical procedure prolonged the pt's hospitalization. At this time, the pt is "doing very well on the rehab, floor of the hospital".